Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's small keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the buttons on their device were unresponsive. There was no patient involvement reported with the event.